Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer manually shutdown the pump and an unspecified malfunction occurred. The customer's blood glucose level was 553 mg/dl. Customer called tandem technical support to get pump up and running to address elevated blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.